Event description:
During a case on (B)(6) 2011, an amplatz ultra-stiff support heparin coated wire guide was being used, and the braiding completely unraveled and came apart in the patient. There was no issue with the patient. No harm or additional procedures were required as the wire was removed (manually with hand, in normal fashion) without injury to the patient.

Manufacturer narrative:
(B)(4) unraveling is not specifically labeled. No product was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport. Without the complaint device we cannot make a definite root cause analysis. When we have seen this type of device failure in the past it has generally been associated with the wire guide being damaged by withdrawal through the needle (see warning label) or other instrument. Less frequently, patient anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. We will continue to monitor for similar complaints. A quality engineering risk assessment was performed and no actions are needed at this time as there is insufficient risk.